Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2015-01805 and 2134265-2015-01804. It was reported that automatic pullback failure occurred. A 240v ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter. During the procedure, it was noted that the automatic pullback would not work so the physician decided to use manual pullback. However, the displayed image kept on freezing which made the physician do more runs than needed. Upon trying to delete the unrequired runs, the physician mistakenly deleted the whole case and lost all imaging for the patient. Furthermore, on the next case, the physician managed to do one run then lost the image completely and were unable to archive that run. No patient complications were reported.